Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm apex¿ balloon catheter was selected for use to dilate the lesion. During unpacking, the physician noted that the shaft was separated from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Although it was reported that the device was not used, the presence of blood in the inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. Microscopic examination revealed a 2 cm longitudinal tear in the balloon from the proximal balloon cone to the distal markerband. Microscopic examination presented no damage or irregularities in the bonds/welds of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. There were no separations to the shafts of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm apex¿ balloon catheter was selected for use to dilate the lesion. During unpacking, the physician noted that the shaft was separated from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).